Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up after a remote transmission had shown the presence of atrial lead noise. Shortly before the lead noise started the patient had fallen, unrelated to the device and it is expected that this caused the noise. The noise was now reproducible with isometrics. The patient was stable throughout the device interrogation and will continue to be monitored.